Event description:
The customer reported that the system images appear glared out in the center of the image.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep adjusted the image imtensier then verified the image quality and resolution to within manufacturer specifications.